Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) could not be interrogated via radio frequency (rf) telemetry which was caused by a cybersecurity issue. The patient was asymptomatic. No changes were made and there were no consequences to the patient.